Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient was admitted to the emergency room (ER) due to a ventricular tachycardia (vt) and an intravenous (IV) amino drip was administered. The ER physician contacted boston scientific technical services (ts) to review operation of the patients implanted cardiac resynchronization therapy defibrillator (crt-d) device. The ts review indicated that the device had provided anti-tachycardia pacing (atp) therapy and shock therapy due to a heart rate in the 140 to 200 beats per minute (bpm) vt zone but all device therapy was exhausted. Ts indicated that the patient appeared to be in an incessant vt rhythm with the device therapy successfully converting the arrhythmia initially but then the vt would restart. The physician indicated that they were waiting for the amino drip or they would perform an external shock. Ts also notified the local boston scientific representative (rep) of the issue and the rep indicated that they were on their way to the ER. The device remains in-service. No additional adverse patient effects were reported.